Event description:
It was reported that the pump had a short out. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the pump had a short out. A visual inspection was performed and showed a damaged casing, a damaged front panel, and a bent stator arm holder indicating excessive force was applied to the pump. The pump was functionally test and the pump started as expected and was tested for 48 hours without shorting. There were no problems with the problem described in the complaint but the damaged on the pump indicate that the pump was dropped. No manufacturing related defects were observed. No further investigation is required.